Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead dislodged. The ra lead was revised and remains in use. During the ra revision, it was also noticed that the left ventricular (lv) was incorrectly inserted into the rv port of the cardiac resynchronization therapy defibrillator (crt-d) device. The lv lead was disconnected and connected into the correct port. The lv lead remain in use. No patient complications have been reported as a result of this event.